Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a clinician hung a normal saline infusion on a pump module programmed to infuse 1000 ml over 65 min. Clinician also hung rasbiricase on a different pump module, programmed at 100ml/hr. It was reported the normal saline appeared to be infusing at a higher rate and rasbiricase infusing concurrently. Subsequently, the rasbiricase alarmed with a "yellow alert". The clinician decreased the normal saline rate, and the rasbiricase pump stopped alarming and infused properly. There was patient involvement but no harm.

Event description:
It was reported that a clinician hung a normal saline infusion on a pump module programmed to infuse 1000 ml over 65 min. Clinician also hung rasbiricase on a different pump module, programmed at 100ml/hr. It was reported the normal saline appeared to be infusing at a higher rate and rasbiricase infusing concurrently. Subsequently, the rasbiricase alarmed with a "yellow alert". The clinician decreased the normal saline rate, and the rasbiricase pump stopped alarming and infused properly. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.